Event description:
Event description guidant received information that at 44.5 months post implant, this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator earlier than expected.